Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A clear passage test and pressure test were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cassette has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred from a homechoice (hc) cassette during the priming phase of automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.